Event description:
Bubbles found in line of cadd high volume 92 inch administration set (ref: 21-7357-21, mfg: smiths medical). Md cleared bubbles from line but new bubbles continued to form in line. Event could be recreated with unopened sets over different pumps by clinical engineering. Bubbles created at low flow pump setting but not high flow pump setting. IV solutions used were at room temperature. FDA safety report ID # (B)(4).